Manufacturer narrative:
Corrected information was provided in h.6. FDA product problem code a0406 updated to a24. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient had waxy vision and overall poor quality vision. The lens was exchanged for an unknown monofocal intraocular lens after the initial implant procedure. Additional information received stating that patient was complained of foggy vision since post operative week one. Posterior capsule was clear but optical scatter index (osi) elevated. Patient's near and distance vison was good, but vision was of poor quality and waxy in nature. In surgeon's opinion product contributed to the event. Patient's issue was resolved and there was no patient harm.